Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and failed confirming the reported no audio output. The root cause was determined to be a defective speaker. CAPA has been initiated for this issue.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Patient's father claimed testing of the alert functionality prior to contacting dexcom technical support and reported tone alerts were not functional, but device did vibrate. Dexcom has issued an rga for patient to return the device to be investigated.